Manufacturer narrative:
Date of initial report sent: 04/15/2009.

Event description:
Procedure type: unk. According to the reporter: the needle disengaged from jaws of device before being used on pt. There was no tissue damage or pt injury. There was no extended or time.